Event description:
It was reported that the r-waves decreased and threshold increased. The lead was replaced.

Manufacturer narrative:
The reason for return was not confirmed. The lead exhibited normal electrical characteristics. The helix could not be extended as the helix was clogged with dried body fluid/ tissue. Body fluids inside the entire distal insulation coil prevented proper distal coil rotation.